Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the patient came with mobility of the crown. Doctor tought that the implant could be overloaded and removed the crown and placed a healing abutment. Upon revison one month later doctor noticed that the implant was fractured.this report refers to the crown mobility.